Event description:
It was reported that the unspecified bd maxplus¿ clear extension set leaked at the base of the connector during use. The following information was provided by the initial reporter: "leakage - sang - blood (1) - base of connector."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name, city and state and MFR site and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received for investigation of complaint reference: (B)(4) reported via post market survey; however the customer has indicated that a leakage was identified during use of a bd maxplus extension set; furthermore as part of the feedback the customer referred to the maxplus as an anti-backflow plug. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note the maxplus is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxplus; such a phenomenon can occur if the patient has high blood pressure or if the patients arm is extended and is hanging below the patients heart. As stated in the directions for use "clamp line when not in use as a safety precaution", "flush the maxplus after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.